Manufacturer narrative:
H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6. Health effect- impact code (f): 4625- treatment performed. H11- manufacturer narrative: uveitis/iritis and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a uveitis/iritis. Treatment performed. In a separate surgery the lens was explanted and problem resolved. The cause of the event was reported as a patient-related factor.